Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found tears on the downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the pins being broken. The results of the investigation found that the device's downstream occlusion (dso) seal had tears. There was unknown patient involvement and unknown patient harm/adverse event reported.